Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The photometer lamp and cuvettes were replaced on the cobas 6000 c (501) module - c501 on 11-aug-2017. The customer stated that they received erroneous results for one patient sample tested for crej2 creatinine jaffé gen.2 (crej) on the c501 analyzer on (B)(6) 2017. The sample was tested three times on the c501 analyzer, resulting as 86 umol/l, 68 umol/l, and 59 umol/l. The sample was also tested three times on a different c501 analyzer, resulting as 80 umol/l, 86 umol/l, and 86 umol/l. No adverse events were alleged to have occurred with the patient. The crej reagent lot number was 222601. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A field service engineer performed preventive maintenance on the analyzer. Precision studies were performed.

Manufacturer narrative:
While performing preventive maintenance of the analyzer, the field service engineer re-adjusted all affected rinse levels and confirmed that the analyzer was running back within specifications. The crej assay is very sensitive to any kind of reagent or cell carryover. Rinse levels may change with increasing age of the system and are strongly dependent on water quality.